Event description:
It was reported that the pump continued to beep. Event occurred during while in use with patient. No patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg 5/22/2024. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump was not working and continually beeping on startup. The root cause was determined to be the main board. The main board was replace. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.